Event description:
The customer observed (B)(6) results for one patient while using the architect hbsag qualitative ii assay. The customer provided the following results: a (B)(6) architect hbsag qualitative ii result of (B)(6) was generated with lot 20416lf00. Testing with siemens centaur hbsag and (B)(6). No impact to patient management was reported.

Manufacturer narrative:
The initial report had included additional data for this patient that was already reported under MFR. Report # 3008344661-2013-00009. This data was removed.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 2g22 that has similar products distributed in the us, list numbers 1l80 and 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) results for one patient while using the architect hbsag qualitative ii assay. The customer provided the following results: (B)(6). When the patient was run on another architect analyzer a result of (B)(6) was generated. The specimen generated a reactive result and was confirmed when tested with another method, siemens centaur. No impact to patient management was reported.

Manufacturer narrative:
The customer observed nonreactive architect hbsag qualitative ii results for a patient sample with reagent lot 20416lf00 which were discrepant with (B)(6) siemens hbsag screening and confirmatory results. Customer complaint data was reviewed and no adverse trends were identified for architect hbsag qualitative ii reagent list number (ln) 2g22 and no atypical complaint activity for lot 20416lf00 was seen. A review of manufacturing and quality testing records was performed and showed no issues. The patient sample was received in house and the customer observation was replicated. Clinical sensitivity testing of the lot using seroconversion panels showed acceptable performance. An in-house study with the architect hbsag qualitative ii (ln 2g22) and architect hbsag qualitative ii confirmatory (ln 2g23) assays demonstrated better seroconversion sensitivity ((B)(6)) than the siemens advia centaur hbsag screening and confirmatory assays ((B)(6)) based on the overall number of ((B)(6) confirmed) specimens detected for eight seroconversion panel sets ((B)(6) phm926, phm927, phm929 and phm930). No anomalies were detected in the signal or background reads of sample ID (B)(4) in the customer's result logs. The architect hbsag qualitative ii package insert was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.